Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found the cables to be loose. The fse re-plugged the cables. The unit passed all functional and safety tests.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customer found during use, the cardiosave intra-aortic balloon pump (iabp) screen suddenly went black, but returned to normal after restarting. There was no patient harm reported.